Event description:
It was reported that the patient experienced perforation and pleural effusion. The right ventricular (rv) lead was explanted. No further patient complications have been reported as a result of this event.